Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that a patient experienced peritonitis and low hemoglobin coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event for 10 days. The cause of peritonitis was unknown. The patient was treated with cefazolin (dose, frequency and route not reported) for the peritonitis. Treatment for low hemoglobin was not reported. The patient recovered.